Event description:
It was reported that during a sigmoid resection procedure, during activation the active blade was broken. No contact to solid material like iron. The problem occurred while dissecting the omentum. They had to look for the broken tip. They changed the instrument to a new one to continue with the surgery.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The tip of the instrument was complete (not broken as reported) and in good condition. The device was tested with a generator and was functional. It is possible that the returned device is not the one referenced on the complaint.